Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system's power supply repeater. Corrections included replacement of the uninterrupted power supply. Communication was reestablished. System was safety tested to factory's specifications.